Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that the value usually indicated 98-99%, but sometimes it showed 95%. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.initial reporter phone number exceeded maximum allowable digits. (B)(6). The customer zip code exceeded maximum allowable digits. (B)(6).